Event description:
Report received from (B)(6) stating that the device was heating up. It is unknown whether the device was used in surgery or if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).